Event description:
Related manufacturer reference numbers: 2017865-2023-10293, related manufacturer reference numbers: 2017865-2023-10294. It was reported that the patient presented in clinic with infection developed. The implantable cardioverter defibrillator, right atrial lead and right ventricular lead were explanted. Patient condition was stable.